Manufacturer narrative:
(B)(4). (No consequences or impact to patient) device. (Incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that a low architect myoglobin result of 7.9 ng/ml was generated. The sample was repeated and a result of 44.8 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
Precision testing was performed using an in-house file kit of architect stat myoglobin (B)(4) reagent lot 22396un11. Precision testing results met the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The architect stat myoglobin reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.